Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced high insulin dosing for breakfast with the ilet system and inquired about manipulating meal announcements, after which support advised accurate announcements and provided troubleshooting and education on glucose management and alert handling. Symptoms included episodes consistent with hyperglycemia and possible lows during algorithm adjustment as described by the user¿s concern and subsequent guidance. Outcomes included no reported need for outside assistance or medical intervention. Investigation included customer service review of the report, provision of user education, and attempts to collect event details for documentation. Investigation of this case revealed no device malfunction was identified and the cause of hyperglycemia remained unclear due to limited event details and absence of corroborating data. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.